Event description:
Single-sided tensioners (quantity 2) did not grab cable and tighten properly. The wheel just spun and spun without tightening the cables. This was the second or third occurrence for this problem. There was no adverse consequence for the patient.